Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 implantable pacing lead (B)(6) 2014. (B)(4).

Event description:
It was reported by the patient that their device moves when they touch it slightly. Follow-up with the clinic revealed that the patient had not been seen in the clinic; however, a remote monitoring transmission revealed that the device was functioning appropriately. The patient has an upcoming clinic appointment scheduled and the device remains in use. No patient complications have been reported as a result of this event.